Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the severely calcified artery. A 1.75mm rotalpro was selected for use. During the procedure, a stall error occurred, and it was noted that the burr got stuck with the lesion. The burr was removed by cutting the drive shaft and the outer sheath and was retrieved under the guide extension catheter. The device was completely removed from the patient body and the procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
Correction: h6 device codes, detachment of device or device component was removed as the device was intentionally cut.

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the severely calcified artery. A 1.75mm rotalpro was selected for use. During the procedure, a stall error occurred and it was noted that the burr got stuck with the lesion. The burr was removed by cutting the drive shaft and the outer sheath and was retrieved under the guide extension catheter. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There was no patient injury.